Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va11m35, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the shocking had not been resolved. The electrode and implantable neuorstimulator (ins) were scheduled to be repositioned on (B)(6) 2016. It was noted that the ins was irritating the sensory nerves.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient thought she was experiencing crosstalk between the device and a spinal cord stimulator (scs) system from another manufacturer, which she received one month after the interstim device. When she set the scs system to high frequency so that she did not feel it, she felt shocking in her legs when she was lying down. That shocking would not go away unless she turned both systems off. The patient spoke with a manufacturing representative (rep) from the other manufacturer at a programming session and they suggested the patient also contact a rep. A rep later reported that he had conversations with the patient regarding both s2 and s3 sensory but did not know there was ¿shocking.¿ the rep was going to see the patient in the doctor¿s office in the next week. The issue was not resolved yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.